Event description:
The account alleged that the hi/low cylinders are not holding. The account has tried to purge the cylinders and checked to make sure the pins are being depressed.

Manufacturer narrative:
The account replaced the hi/low cylinders to repair the stretcher.